Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction.

Event description:
It was reported that the device diagnostics showed oversensing in the ventricle. The oversensing was due to the unipolar lead sensitivity being programmed to the nominal value. It was also noted that there is a risk programming both the unipolar and bipolar leads with the same nominal sensitivity value. The device sensitivity was reprogrammed and the device remains in use. No patient complications have been reported as a result of this event.